Event description:
When the dr was implanting the device, he was unable to implant my right coil due to severe pain. The next day I had a slightly prolapsed uterus. Since implantation, I have had to have my gall bladder removed, I have severe lower back pain, and hip pain. I also have severe abdominal pain. During my menstrual cycle, I bleed heavily. I will go through a super plus tampon and super pad in 30 minutes. I also pass extremely large gray colored clots. I have also been losing a lot of hair. I am always exhausted but have trouble sleeping. I have chronic diarrhea. (B)(4).